Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation abrasions were noted at 11.6 cm - 12.5 cm, 13.3 cm - 13.4 cm and 17.0 cm - 17.1 cm from the distal tip. The abrasions were consistent with constant friction to another implantable device.